Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the manufacturer that during vns pt's follow-up visit high impedance was observed. No pt manipulation or trauma is believed to have caused or contributed to the reported event. No x-rays have been taken yet. The pt has been referred to a surgeon and no other interventions have been taken place. Good faith attempts to obtain additional information have been unsuccessful to date.